Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative at our branch office in (B)(4) that when a replacement element was fitted into an iw950aea cosycot infant warmer, the unit overheated. It appeared that an element with the incorrect voltage had been packaged and sent. The event was detected during maintenance of the infant warmer unit, prior to patient use. Therefore no patient consequence occurred.

Manufacturer narrative:
(B)(4). The device was manufactured in 1997. The incorrectly packaged replacement heating element was returned to fisher & paykel healthcare and examined. Results: the hospital reported that following installation and testing of the replacement heating element, the infant warmer unit overheated and blew its main line fuse. Upon further inspection by the hospital's biomedical engineer. It was discovered that an incorrect heating element, one with a voltage of 120v instead of the correct 230v had been supplied. Our inspection confirmed that the incorrect component had been packaged and sent. Conclusion: it is likely that operator error has resulted in the wrong heating element spare having been packaged adn directed. (B)(4). An incorrect heater element, when installed will lead to a blown safety fuse. The element will heat quickly as the resistance is lower and draws more current for a 230 v supply. A correct heating element has been sent to the hospital. We have been advised that the infant warmer unit is operating correctly and has since been returned to service.